Event description:
No capture, high pacing impedance, elevated sensing integrity counter (sic), oversensing/noise, high rate non-sustained episodes, lead integrity alert (lia), suspected fracture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).